Event description:
The pt was implanted with a second scs sys on (B)(6) 2011 consisting of a rechargeable ipg. The ipg is located in the buttock and it was reported that the pt is unhappy with the location of the ipg. The first scs sys is located at the kidney level. He is also having discomfort at the second ipg site. The pt is working with his physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.